Manufacturer narrative:
The tubing on the returned sample had ballooned and separated. It appears the tube burst due to excess pressure. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube." And also contains instructions for tube maintenance.

Event description:
The tube was in place for a couple of days before it was discovered while removing the tube that 10 cm of the tube had torn from the upper part of the tube. Currently the torn tube piece is located in the upper right quadrant of the bowel. The hospital is waiting for the tube to pass naturally.